Event description:
It was reported the patient experienced discomfort due to ipg being loose in the pocket and moving around. Also, the patient reported the ipg has migrated. The patient underwent surgical intervention on (B)(6) 2015 where ipg was repositioned superficially above the previous pocket. Reportedly, the patient had effective stimulation postoperatively and the discomfort at the ipg pocket has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.